Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In 2011, the patient had a break in aseptic technique described as patient made a mistake. On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began treatment with reflin injection, 1 gm, once daily, ip and forum injection, 1 gm, once daily, ip. At the time of reporting, the event of peritonitis was resolving and the outcome for the event of break in aseptic technique was unknown. Dianeal therapy continued with dose unspecified. Concomitant medications were not reported. The nurse believed that the event of peritonitis was not related to the suspect product. A causality assessment was not provided for the break in aseptic technique.